Event description:
The customer reported the user (vascular physiologist) perceives image quality has degraded where they have missed a diagnosis predominantly using l12-3 ergo transducer. There was no allegation of patient/user harm, injury, or death.

Manufacturer narrative:
An investigation is underway for additional information on patient impact and root cause of the alleged failure.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause for the alleged missed diagnosis. The system was thoroughly investigated by both the field service engineer (fse), clinical support specialist on site and philips r&d team. No system malfunction was identified associated with the claimed missed diagnosis.